Manufacturer narrative:
Na

Event description:
It was reported that the patient received inappropriate therapy for post-sensed t-wave oversensing. The issue was resolved by repositioning the lead in 2008.